Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer administered additional insulin to address the issue and resumed normal insulin delivery. The customer's blood glucose was 390 mg/dl. Reportedly customer is using cold insulin and infusion set for 3 days. Tandem technical support informed the customer that cold insulin and using infusion set for 3 days is off label per tandem user guide.